Event description:
IV was started in left hand per dr. Order. IV tubing was in the pump & the pum was programmed for 1000 u/hr (20cc/hr) with heparin 50cc/ml. Team leader checked IV site & pump. 2 hrs later the pt was being transferred to x-ray for a cxr when we noticed that half the bag had already infused. Pump was discontinued immediately & house supervisor & dr. Notified. The original new pump read 38cc total infused & there was 200 cc's left in the hanging heparin bag. Pt. Stated "well, my blood should be very thin now."invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.